Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, three photos were provided for review. Two of the photos show the dialyzer connected to the machine and there is some blood (mainly in the form of droplets) on the dialyzer housing and on the machine. The other photo shows the top of the dialyzer connected to the machine with some blood on the dialyzer. The cause of the leak is unknown from the limited imagery in the provided photos. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The provided photographs indicate that an external leak occurred, however, the cause cannot be determined. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
The associate director of a hemodialysis (hd) clinic, a registered nurse (rn), reported to fresenius that an external dialyzer blood leak occurred during a patient¿s hd treatment. Additional details were provided upon follow-up with the rn. Approximately ninety minutes into a patient¿s treatment, an ¿sad alarm¿ occurred on the machine, a b. Braun dialog. Blood was noted to be leaking externally from the dialyzer head. A crack was visualized on the device. There were no leaks noted during the priming phase. Fresenius bloodlines were not in use. The patient's blood was returned manually. Estimated blood loss (ebl) due to the leak was 10 to 20 ml. The patient did not experience any adverse effects or require medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies on a different machine. The patient was moved to a different machine because blood dripped down onto the acid wand. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The associate director of a hemodialysis (hd) clinic, a registered nurse (rn), reported to fresenius that an external dialyzer blood leak occurred during a patient¿s hd treatment. Additional details were provided upon follow-up with the rn. Approximately ninety minutes into a patient¿s treatment, an ¿sad alarm¿ occurred on the machine, a b. Braun dialog. Blood was noted to be leaking externally from the dialyzer head. A crack was visualized on the device. There were no leaks noted during the priming phase. Fresenius bloodlines were not in use. The patient's blood was returned manually. Estimated blood loss (ebl) due to the leak was 10 to 20 ml. The patient did not experience any adverse effects or require medical intervention due to the blood loss. The patient completed their treatment after being re-setup with new supplies on a different machine. The patient was moved to a different machine because blood dripped down onto the acid wand. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded.